Event description:
On (B)(6) 2025, a 63-year-old patient with a history of depression, essential hypertension, prediabetes, and hypercholesterolemia presented as a trauma patient following a motor-vehicle accident with entrapment and he was admitted to trauma ICU. On (B)(6) 2025, no issues were noted during the priming of the hls set, which is done in-advance for emergent case preparedness. On (B)(6) 2025, this patient was transferred to the cardiovascular or for cannulation of veno-venous ECMO support with a maquet/getinge cardiohelp console using the maquet hls 7.0 advanced disposable circuit. Over the first 24-hours, the clinical team observed small amounts of blood leaking from the bottom of the hls set. It was not initially suspected that this was from an issue with the hls set. On (B)(6) 2025, the leak appeared to worsen so the clinical team followed the standard procedure to change the hls set. During the hls set change, the patient experienced a cardiac arrest requiring one-round of CPR and one-dose of epinephrine followed by a return-of- spontaneous-circulation and stabilization on ECMO with the new hls set. On this same date, the clinical team removed the original hls set from service, and then drained and inspected the original hls set, identifying an area that appeared to be leaking and a large amount of dried blood collected on the motor/pump-housing. On (B)(6) 2025," the manufacturer was notified of this medical device event via phone. On (B)(6) 2025, the hls set was returned to the manufacturer for evaluation.